Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char on metal surface; the outer flow tube exhibits contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 3,257 joules and 45 seconds while vaporizing tissue during a prostate procedure, the surgical fiber output beam began flashing and the beam was lost shortly after. The fiber cap / tip was not cleaned during use. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no injury" reported.